Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Current blood glucose is 333 mg/dl; treated with manual insulin injections. Customer was not able to troubleshoot for high blood glucose at the time. Customer also complained about having two sensors wasted because they got stuck in the serter and the serter was not releasing at all. Customer also stated that with the current sensor she experience blood at site but declined to troubleshoot. Nothing further reported. Sg - blood glucose value is 137 mg/dl. See sap additional data.